Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Impella in aorta alarm appeared despite the device having proper positioning in the left ventricle. The physician made the decision to pull the pump and rewire the left ventricle, but the staff was unable to turn the impella off. Despite turning support down to p0, the motor current would not completely shut off. The pump was replaced in response to the noted issue. There was no patient harm.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The investigation of automated impella controller (aic) - shutdown or restart issue and optical signal issue has been completed. Since there was no log evidence indicating that the user attempted to reduce the p-level to p0 before the impella was unplugged, the root cause of the claim ¿unable to turn impella off despite setting it to p0¿ was most likely a user issue, which was misreported as ¿aic - shutdown or restart issue.¿ there was no record of an unexpected aic shutdown or restart on the complaint date. There was no optical-related hardware malfunction on the console. The root cause of the optical signal issue was most likely the patient¿s condition. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D9 device returned to manufacturer date added